Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the right eye, the left eye is being reported under manufacturer report (B)(4). Postoperative information shows the patient exhibited a residual refractive error in the right eye (induced astigmatism), plano -0.5 x 59 and a one-line decrease in bcva. Ucva improved from 20/600 to 20/20. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this referenced patient experienced these specific visual disturbances. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).